Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported alarm. The alarm was not identified during a review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A device history record review revealed no issues that could have caused or contributed to the reported issue. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.